Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The facility reported that when mayfield composite series skull clamp (a3059) was placed on patient and unlocked, it clicks at the lock site when moved. It is unknown if the device failure led to surgical delay; however, no patient harm was reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10 unique device identifier: (B)(4). Device history record - the DHR shows no abnormalities related to the reported failure. Mayfield skull clamp (a3059) was returned for evaluation. The reported complaint was confirmed via inspection of the item. Unit received with the lock teeth grinding when rotated. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.